Event description:
The pt stopped responding to sound, following a blow to the head over the implant site. Explantation/reimplantation surgery was done on 04/16/1999. No further info was provided regarding this pt who was implanted and resides outside of the USA.